Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra smart coil (smart coil) pusher assembly was intact. The pusher assembly was bent approximately 50.0, 57.0, and 115.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, and undamaged. The embolization coil was unintentionally damaged by the penumbra investigator during investigation. Conclusions: evaluation of the returned devices revealed that the smart coil was undamaged, and could be advanced out of its introducer sheath without issue. The embolization coil was unintentionally damaged by the penumbra investigator. The smart coil was measured to be within specification, and during functional analysis the smart coil was cycled multiple times in and out of the demonstration microcatheter without issue. The non-penumbra microcatheter was ovalized near the distal tip, and during functional testing a 0.016¿ ptfe coated mandrel could not be advanced past these ovalizations. The observed damage to the non-penumbra microcatheter likely contributed to the difficulty experienced while attempting to advance the smart coil out of the microcatheter distal tip. Since the non-penumbra microcatheter was used to deliver additional smart coils, the root cause of this complaint could not be determined. Further evaluation of the smart coil revealed that its pusher assembly was slightly bent in multiple locations. This damage was likely incidental, and may have happened during packaging of the device for return. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully delivered two smart coils in the target vessel using another manufacturer's microcatheter. While advancing a third smart coil through the microcatheter, the physician experienced resistance and the smart coil was unable to advance out of the microcatheter. The physician then resheathed the smart coil back into its introducer sheath and removed it from the microcatheter. The procedure was then completed using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.